Manufacturer narrative:
There are no abnormalities shown in the received optical coherence tomography (oct) images. A company representative visited the site to perform a preventative maintenance on the system. The system met specifications. How the reported event occurred remains inconclusive. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that a side cut had not been fully opened and the horizontal cut was very irregular in depth during a surgery. The flap could be fully opened manually with care. Subsequent refractive surgery was completed. There was no patient impact. Patient was given therapeutic contact lenses to prevent irregular epithelialization. The affected eye was the right eye (od). Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).